Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues. This lead also exhibited high out of range impedance, loss of capture, oversensing, noise and difficult to remove. This lead was successfully replaced. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, allegations of electrical and physical failures were confirmed, analysis revealed a fractured cathode (inner) coil near the terminal end.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues. This lead also exhibited high out of range impedance, loss of capture, oversensing, noise and difficult to remove. This lead was successfully replaced. No adverse patient effects.